Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump intermittently lost power. It was also noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/23/2015-device evaluation: the pump has been returned and evaluated by product analysis on 11/05/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed unexplained pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked. The returned battery cap threads were also stripped, and the battery cap did not fully attach to the pump; the power issue was duplicated with the damaged cap. A test cap was used to complete investigation. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no damage to the power circuit or internal moisture was found. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.